Event description:
N/a.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- g2, h6 - medical device ¿ problem code.

Event description:
It was reported that during preventive maintenance by getinge fst cardiosave intra aortic balloon pump(iabp), does not boot up. There was no patient involved.

Manufacturer narrative:
Due character limit e1 event site name- (B)(6) medical ctr. Supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings ,component codes, investigation conclusions), h11. Corrected data: g2, e4 (initial report sent to FDA?) A getinge field service engineer (fse) found that the iabp made a loud noise upon turning on. Fse powered on iabp again and found executive processor board led code ¿fa¿. It was found fault log #139 in the diagnostic menu. The fse replaced pcba, power management. Iabp powered on normally.

Event description:
N/a.